Event description:
The reporter stated that the end-user was transferring from her bed to the wheelchair when she stated that the left motor (as you are facing the front of the wheelchair) gave out and she fell. She did receive some minor bruises and she did not seek medical attention.

Manufacturer narrative:
This product has not been returned to the MFR for eval.